Event description:
It was reported during advancement of the introducer sheath during a filter placement procedure, the pt experienced hypertension. Following successful deployment of the filter it was noted the sheath had punctured the right ventricle. The filter was repositioned and pericardiocentesis was performed. The pt subsequently expired. This device has not been received for evaluation. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed. Co's follow-up indicated fluoroscopy was not utilized during advancement of the introducer sheath, which co believes contributed to this event. However, without evaluating the device co is unable to determine the exact cause for this event. Co's directions for use state: "never advance the guidewire or introducer catheter without the use of fluoroscopy guidance."